Manufacturer narrative:
The complaint could be verified. The outer insulation was melted in the area were the suture sleeve impression was located. The connector boot was cut and external abrasion was noted at the same location at 4.8 cm to 5.6 cm from the connector pin.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an insulation anomaly was noted during an unrelated procedure. The lead was explanted and replaced. The patient&#38112;condition is fine after the event.

Manufacturer narrative:
(B)(4).